Manufacturer narrative:
One cadd-legacy plus pump was returned for analysis in good condition. The device was powered up and alarmed ec1210 which is a corruption of the memory of the circuit board. Hence the reported issue was able to be verified and duplicated. The circuit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a brand-new smiths medical cadd legacy plus pump exhibited "ec1210" following battery insertion. It was also reported that the pump has never been used before. There was no patient involvement in this event and there were no adverse effects reported.